Event description:
The pt developed swelling immediately after infection in the nasolabial area. The swelling allegedly extended to the inferior orbital area and lips. The pt was treated with hyaluronidase.

Manufacturer narrative:
The pt's symptoms have resolved. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.